Event description:
Revision surgery - the surgeon performed scar tissue removal and a poly exchange, in order to move down one size; no wear.

Manufacturer narrative:
The reason for this revision surgery was to remedy symptoms related to scar tissue formation after 4.1 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 12th complaint for this part number: six infections, two stability/poor joint, one trauma, one revision, and one screw problem. This is the first complaint for this lot number. The root cause for the scar tissue was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.